Event description:
It was reported that the patient developed (B)(6) twelve days after implant. A transesophageal echocardiogram (tee) showed mobile densities in the right atrial lead (vegetation versus thrombus). The implantable cardioverter defibrillator (ICD) and three leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 429688, implantable pacing lead, (B)(6) 2013; 407652, implantable pacing lead, (B)(6) 2013; d314trm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).